Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had unspecified problems with her pump and her disease. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.